Manufacturer narrative:
Concomitant product: model: vedr01, ipg, implanted: (B)(6) 2008.

Event description:
It was reported that the patients right atrial (ra) lead exhibited a rising/high threshold. During the lead extraction the physician noted a mass on the fluoro at the same location where the lead appeared to be sticking in the svc. The physician chose to cut and cap the partially removed lead. A new ra lead was placed without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.